Event description:
The account reported the right head side rail will not latch. The bed was located in labor and delivery at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the right head side rail latch will not drop down over the pin most likely due to being bent which prevents it from latching. The most likely cause is force such as the bed being ran into an object during transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account ordered the right head side rail center arm assembly to resolve the issue. Based on this info, no further action is required.